Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3887-45, lot# j0118276v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) depleted in about 1998. He wanted to have the implant removed but was told not to just yet. The patient stated he started feeling better so he left it. He states he is an electrician and it felt like he was hit with 110 volts. He was concerned that the lithium battery may have popped and was leaking in his body. The patient was leaving a store and he held the door open for a woman and he had his back towards the security screener. The patient stated he was still getting shocked right now. This was considered a sudden occurrence. The shocking was going up and down his spine. His knees buckled a little bit but he didn't fall. He stated he thought he yelled out. An hour later, he had shocking pulsation going through his left arm, left leg, and buttock. He also had tingling and numbness in the left arm. If additional information becomes available, a follow-up report will be submitted.